Event description:
It was reported that the blade was broken. No further information was provided at this time.

Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported. H6: a follow up report will be filed once the quality investigation is complete.

Event description:
No new information.

Manufacturer narrative:
H6: the quality investigation is complete.